Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11.

Event description:
No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. The product involved in the reported event was returned for investigation. Visual review of the returned product confirms etch detail. The flex shaft coil is fractured near the base of the flex shaft. There are nicks and scratches on the flex shaft and quick connection end. This device has an approximate field age of 9 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, a drill shaft snapped. No additional details were provided regarding the circumstances of the event, the stage of use, or contributory factors. Patient involvement was not reported. Attempts have been made and no further information has been provided.